Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had nine anti-tachycardia response (atr) episodes and the atr trigger rate was 170 beats per minute (bpm). It was noted that the patient is young has had a sinus rate above 170 on the tread mill. Inappropriate mode switches was noted; however, the patient does not need pacing support as she is always atrial sensed and ventricular sensed. A technical services (ts) consultant was contacted regarding this issue and discussed programming to mitigate this issue. Subsequently, the device triggered elective replacement indicator (eri) due to charge time measurements. At this time the charge time measurements are unknown. The field representative indicated that the patient requested the device be given to her after it is explanted. No adverse patient effects were reported.